Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this system exhibited non-physiologic noise and oversensing which resulted in inappropriate quick convert anti tachycardia pacing (atp) therapy. A review of the pacing impedance showed stable measurements in the 400 ohm range and then there was an increase to 699 ohms. A boston scientific technical services consultant documented the reported clinical observations and discussed troubleshooting with the caller. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.